Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify battery out limit alarm due to blank display. Unit had cracked battery tube threads. No broken battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had damage. The customer¿s blood glucose level was 10.8mmol/l at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.